Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a 1118 "5 v supply failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) reported that a 1118 "5 v supply failed" alarm error occurred and ordered a replacement power management (pm) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
H10: the biomedical engineer (bme) called technical support to report that a 1118 "5 v supply failed" alarm error occurred. Multiple attempts have been made on 06dec2023, 11dec2023, 19dec2023, and 26dec2023 to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.